Event description:
It was reported to ge that with the table in the horizontal position, the operator went to angulate the table and the tube arm moved under power to the opposite end of the table quickly without command. No injury was reported. The table was repaired and returned to customer use. The table is equipped with emergency stop switches which should help mitigate the potential for injury.